Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The complaint was confirmed. Per the service manual operational and diagnostic analysis confirms the reported functional issue, caused by a shorted cable. The testing of the unit was not completed, due to the need for cable replacement. The unit was placed in long term hold. When there is a short in the motor cable, the device will not function as intended therefore is a root cause for the device not functioning as intended. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 6/5/2018 and passed all functional testing before being returned to the exchange pool. No further investigation is required. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
We plugged the shaver into the console, the console began beeping and the shaver would not function. We turned the console off/on, and plugged the shaver back in, still beeping. We replaced the shaver and continued on. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.